Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis, with blood glucose levels between 600 and 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp to conduct the high pressure test. The customer stated that she would be calling back to conduct the test. Nothing further was reported.